Event description:
The customer reported that her olympus evis exera iii video system center was not displaying an image when paired with any 180 series scopes during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue. During the call, tac recommended trying a different pigtail to see if it was the imager or the pigtail. The customer called back and confirmed it was the imager and requested to return the device for repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While testing the subject device, a faulty patient board was discovered and causing the reported no image failure mode. Additionally, the unit¿s front panel and chassis feet need to be replaced due to physical damage. The software also requires updating, and the video socket connector locker was found defective. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty printed circuit board failure. The printed circuit board (dr board) was redesigned in april 2018. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.